Event description:
Rptr alleged obtaining back to back discrepant pt blood glucose results of 54 mg/dl and 311 mg/dl on advantage plus system 1 compared to back to back glucose results of hi (greater than 600 mg/dl), 432 mg/dl and 117 mg/dl on advantage system 2. Rptr stated the comparative testing was performed within 10 mins and quality control testing yielded values within acceptable ranges on both systems. Rptr indicated the pt did not exhibit any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received by the pt. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Event occurred in (B)(6). This medwatch report is for the suspect device used in advantage system 1. (B)(4)